Event description:
While using a cavitron select g124 they allege that they have inconsistent water flow and the handpiece heated up; no injury resulted.

Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Within warranty? No. Notes: 06/09/25, repair tech: (B)(4) evaluated, meets specifications. Contact customer tested unit and couldn't replicate the customer's issue. Ran unit for 20 min, water flow was consistent and hp did not heat up. I recommend to check inserts for any clogging that could cause hp to heat up. Please be sure to use 'dentsply sirona 30k inserts" replaced damaged/worn components and recalibrated unit to factory specs. (B)(4). The DHR review for this complaint is not required because the product was returned for evaluation and no fault was found. No further action is required.